Event description:
On (B) (6) 2009, the pt was implanted with an scs system for back and bilateral leg pain. Beginning 6 weeks ago, pt reported feeling pain/aching sensation at the lead incision site. Pt reported that they had not fallen. However, discomfort occurs whether stim is on or off. When the stimulation is turned on, however, the pain is intensified. Pt feels pain when arms are raised or leans back. Pt is getting good stim where needed otherwise. Dr took a myelogram which showed a small area of fluid located superior to the paddle end of the lead. Dr ordered an x-ray of the pt's system. The myelogram and x-ray were sent for consultation. The pt is scheduled for a replacement lead.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.